Manufacturer narrative:
The e801 analyzer serial number was (B)(6). Investigation is ongoing.

Event description:
We received an allegation of discrepant low results for 7 patient samples tested for elecsys vitamin b12 ii (vitamin b12 ii) on a cobas e 801 analytical unit compared to a cobas e 601 module. The initial results were from the e801 analyzer and the samples were repeated on the e601 module. The repeat results from the e601 module were believed to be correct. Patient 1 initial result was 165 pg/ml. The repeat result was 322.0 pg/ml. Patient 2 initial result was 185 pg/ml. The repeat result was 290.7 pg/ml. Patient 3 initial result was 101 pg/ml. The repeat result was 225.6 pg/ml. Patient 4 initial result was 154 pg/ml. The repeat result was 276.5 pg/ml. Patient 5 initial result was 121 pg/ml. The repeat result was 191.3 pg/ml. Patient 6 initial result was 167 pg/ml. The repeat result was 273.0 pg/ml. Patient 7 initial result was 122 pg/ml. The repeat result was 223.6 pg/ml.

Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The vitamin b12 ii reagent lot number was 80857303 with an expiration date of 30-apr-2026. A high number of sample clot alarms were observed. The field service engineer (fse) found the sample probe assembly was loose. The fse repaired the issue. The investigation determined that the issue found by the fse was the root cause of the event.